Event description:
A pt was on telemetry and the leads came off. The central station did give a technical alarm and the monitor tech silenced the alarm. Due to no other re-alarming, the pt never had the leads replaced and the pt expired.

Manufacturer narrative:
A phillips field service engineer (fse) went onsite and tested the involved central station post incident. The central station tested to specifications and remains in use at the customer site.